Event description:
Information received indicates, the head section is drifting.

Manufacturer narrative:
The technician found the head drive brake assembly was contaminated with oil and dirt. The technician cleaned the head drive brake assembly to repair the bed.